Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The returned sample was visually and functionally tested and passed testing; however, when disconnecting the blue and white luers after testing, the irrigation tubing detached from the white luer. Further inspection found that no solvent was between the white luer and the tubing. The root cause of the customer's complaint is insufficient solvent application at the location where the white luer attaches to the tubing. (B)(4).

Event description:
An ophthalmic surgeon reported that the connection was weak between the irrigation line's connector and the tubing, and they frequently came apart during the cataract procedure. The procedure was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).